Event description:
According to the reporter, during device use for sebaceous cysts on scrotum, suture kept on breaking. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.